Manufacturer narrative:
The customer returned the tb-0535fcs lot# kr852191 for evaluation due to ¿a broken probe.¿ the user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found to be functional. A visual inspection of the device was performed; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be worn with no metal exposed. The distal end of the device was inspected under a microscope and found 17mm of the probe detached; detached probe was not returned. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. The device history record for the manufacturer of the affected lo contained no anomaly related to the complaint defect. Based on the similar reported events, the manufacturer determined the cause for the detached on the probe was attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the worn teflon pad was attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated.

Manufacturer narrative:
The referenced device was not returned. The device history record for the lot indicated no anomalies pertaining to the event. The cause of the reported event cannot be determined at this time. However, if the device is returned for evaluation at a later date, this report will be supplemented accordingly. As a preventive measure, the instruction manual provides warning to mitigate the risk of device damage and patient injury which states: - do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. - prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
The manufacturer was informed that during a total laparoscopic hysterectomy procedure, the doctor was performing a seal and cut during colpotomy when the probe at the distal tip of the device reportedly broke. The broken probe fell inside the patient and was retrieved with the user of grasping forceps. The procedure was completed with another device. There was no patient injury reported. Additionally, the device, cables and the connections were inspected prior to use and no abnormalities were found. The physician was not experienced in using the reported device.